Event description:
Philips received a complaint on the heartstart mrx device indicating that the pacing test failed. The device was evaluated by a philips rse who instructed the customer to re-run the functional check properly. The device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.